Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feeding tube with iris technology has a high rate of clogging, tearing at bifurcation of ports, fracture, and falling out of enfit connectors. These problems require replacement of the feeding tube which is uncomfortable and exposes patients to higher degree of risk from repeated placements.

Manufacturer narrative:
A device history record review could not be performed because a serial number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. However, a corrective and preventative action has been initiated to address the reported condition. If samples are received at a later date, the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.